Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported via regulatory agency left side "implant ready to break from contraction". Patient also reported "migraines, restless legs, left arm tingling, sore shoulder and neck, stiff neck, weakness, swelling (hands, ankles, feet), burning on hands then blisters that peeled off and on, burning on hands then blisters that peeled off and on, feet turned blue and broken blood vessels, joints all over stared hurting, couldn't stand up from bed, depression and very emotional, started tripping a lot, leg reaction started to slow down, couldn't make a full stride when walking, shingles on hip, horrible breakouts on face, sciatic nerve with bursitis in left hip, so bad even elbows, balance started to be way off, no rheumatoid arthritis all blood work again normal and x-rays from rheumatoid doctor, then sent me to a neurologist. At this point I couldn't walk k good had to get a cane very off balance couldn't turn around. Did nerve and muscle test and said nerve damage, had a MRI of neck and head nothing constricting the spinal cord, two visits and they said it could be als, looked up my symptoms online and found breast implant illness, I really thought I was dying I had twitching in my legs and arms also muscle stiffness and spasms, at night my legs would jerk on there own"; these events are not device related. Device has been explanted.